Event description:
During surgery, the tip of an angled curette broke off. After trying to remove the piece from the patient for 30 minutes, the surgeon decided to leave the fragment in the patient. The procedure was successfully completed, and the patient has shown no adverse effects after surgery.